Manufacturer narrative:
Additional information was received from the customer regarding the event. A damaged or open outer shelf carton does not affect the integrity of sterility of the unit package. Therefore, this event is not reportable per bd guidelines.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10 bag 500 nla was found damaged before use. The following information was provided by the initial reporter, translated from spanish to english: "damaged material."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5 ml 31ga 6 mm 10 bag 500 nla was found damaged before use. The following information was provided by the initial reporter, translated from spanish to english: "damaged material."